Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) for an atrial fibrillation rhythm. The rhythm was converted. This crt-d remains in service. No adverse patient effects were reported. Additional information was received, and this patient has received anti-tachycardia pacing (atp) and a shock due to atrial fibrillation (af). Technical services (ts) was consulted and recommended reprogramming options. No additional adverse patient effects were reported. Additional information was received and anti-tachycardia pacing (atp) and three inappropriate shocks have been delivered due to an atrial driven rhythm. No additional adverse patient effects were reported. This crt-d remains in service.